Event description:
Complainant alleged that during biomed testing, the device intermittently does not power on. Complainant indicated that there was no patient involvement in the reported malfunction.